Manufacturer narrative:
The physician contacted the MFR, on 5/28/97, and left a voice mail message which states that the MFR need to be concerned with this issue any longer as the patient expired two to three months ago. Since the MFR has not received any additional info on this event, the MFR's investigation of this event was limited to a trend analysis which was performed on similar incidents involving this catalog number and has not identified any trends. The report of a decreased flow rate is inconclusive. Based on the info available and due to the unavailability of the device for analysis, no conclusion can be drawn as to the cause of this event. The physician will be notified of co's review of this incident. No further info is available. The MFR is now closing it's file on this event.

Event description:
On 2/14/97, the physician contacted a MFR sales rep and reported that the predicted flow rate for this device is 2.0ml/day. The device flow rate has decreased to 1.5ml/day. The physician stated that marcaine is being infused through the device (note: infusion of marcaine is not a manufacturer's indication for the device's intended use) and that he had noticed that each time he increases drug concentration, the flow rate decreases.